Event description:
The device was used during an unspecified procedure. Reportedly, the approximating lever broke, the staples did not form properly, and the device did not cut. The hosp has reported no pt injury occurred.